Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely through merlin.net transmission. Upon review, the device exhibited episodes of undersensing. The device was reprogrammed to resolve the issue. The patient was stable after the programming changes. The patient will continue to be monitored.

Event description:
New information received notes that when the patient presented in clinic for follow-up, the device continued to exhibit undersensing episodes. R-wave amplitude was also decreased. Device was reprogrammed again. The patient was stable after the programming changes and will continue to be monitored.